Event description:
Lead remains implanted. Clinician reported noise on the ra and rv channels in a recording transmitted to home monitoring. Noise was reproduced in office with postural testing. No inappropriate therapy was reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.